Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and with the provided image, we can see a drill passing through the static position of the oblong hole of the nail using the target arm and intermediate sleeve which does not reflect any issues with the devices. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
When checking for drill interference prior to nail insertion, the drill passed through the circular hole on the proximal side of the sleeve without any problem, but the drill made contact on the static side of the oval hole. Since it was originally planned not to insert a screw in the oval hole, one advanced screw was inserted only in the circular hole as planned, and the surgery was completed.

Manufacturer narrative:
Based on the available information, the device will not be returned. Therefore, an evaluation of the device cannot be performed. A review of the device history is not possible, because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
When checking for drill interference, prior to nail insertion. The drill passed through the circular hole on the proximal side of the sleeve without any problem, but the drill made contact on the static side of the oval hole. Since, it was originally planned not to insert a screw in the oval hole, one advanced screw was inserted only in the circular hole as planned. And the surgery was completed.